Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. It was reported that the garment was digging into the patient's skin and the patient had a bad skin irritation. The irritation was reported to be under both breasts and the skin was raw, itchy, peeling, and smelled like a fungus. The patient's doctor was not aware at the time. During a follow up it was reported that the patient's nurse practitioner recommended the use of hydro-cortisone cream. Follow up with the patient indicated that the rash was improving. There were no allegations of a device malfunction contributing to the irritation.